Event description:
Lt saline deflation. Pt is a 59-yr old white female, g2p2, status post rt stage ii breast cancer in 63. She had mastectomies with post op rads with no evidence of disease since. In 1977, she had triceps flap reconstruction with implants in 9/27/77. Rt side had 340 cc gels with custom pectoralis implants and lt side had 100 cc saline placed with donut mastopexy. She complained of decrease in size, local pain, sytemic problems of arthralgias, myalgias, paresthesias, fatigue, fevers, neurocognitive problems, sicca, rashes, gi/gu problems, etc. Pt otherwise healthy with mild hypertension. Mammogram within normal limits, could not see implants. Exam shows grade iii contracture in rt, lt non-palpable, bilateral fullness with skin changes in rt. Surgery done on 8/2/93, implant deflated, capsules with marked histiocytes.